Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving an unknown medication via an implantable pump. It was reported the patient was having a magnetic resonance imaging procedure (MRI) and stated their pump was in discontinued state. The MRI was unrelated to the patient's device or therapy. The patient claimed their pump "isn't working" and they were planning on explanting the pump. The patient had previously been receiving bupivacaine in their pump at 10 mg/ml concentration and a dose per day of 2.5 mg/day, per the records from one year earlier. No symptoms were reported.